Event description:
A nurse reported a system message displayed, system functions and footswitch stopped working during a procedure. The footswitch was exchanged and the case was completed following a 30-40 minute delay. There was no pt harm.

Manufacturer narrative:
The company rep examined the system and replaced the footswitch interface pcb (printed circuit board) and the footswitch cable. The customer also ordered a replacement footswitch. Preventive maintenance was performed. The system was then tested and met product specs. The root cause is unk at this time. (B)(4).